Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest discomfort. The device was interrogated at the one week post operative check and there was no capture on the rv lead at maximum outputs. During the revision procedure, a perforation was noted under fluoroscopy. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.